Event description:
The customer reported that she went to the emergency room due to high blood glucose levels, thirst, nausea and a headache. The customer's blood glucose reading was 586 mg/dl. The customer did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.